Event description:
It was reported by the patient family member that the patient was admitted to the hospital due to stroke. During patient therapy with acs 900 pump the patient sustained second stroke. The family member reported that during therapy the pump was displaying error code which was indicating air leaking, the investigation is ongoing, the information provided to the complaint are currently analyzed.